Manufacturer narrative:
On may 13, 2021, mentor received additional information indicating the following: the date of event was (B)(6) 2021, the patient's ethnicity is not hispanic/latino, patient's race is caucasian, the outcome of the revision was that the patient fully recovered and the patient had mentor saline implant replacements (catalog: 3501650). On may 21, 2021, the mentor failure analysis lab has received the device for evaluation. On june 1, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 325cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the posterior view, measuring approximately 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.